Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 49 mg/dl. The customer was treated for the low blood glucose with chocolate and glucose tablets. The customer was assisted with trouble shooting and the insulin pump passed the function test. The customer stated that their brother died recently which may have contributed to the fluctuating blood glucose levels due to stress. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.